Event description:
The implant card for this aa4203tl silicone toric plate lens was returned without any previous allegation of product problem, writing on the implant card stated "lens tesr in pt's eye" additional information has been requested from the user facility, but none has been forthcoming.